Manufacturer narrative:
The t:slim x2 g5 user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Due to this issue, the customer had been reusing the current cartridge for a week. During troubleshooting, an o-ring from a previous cartridge was found to be on the pneumatic tap. The customer removed the o-ring and loaded a new cartridge to address the event. Blood glucose level was not impacted. Tandem technical support advised the customer against reusing cartridges.